Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray was obtained and confirmed migration of one (1) lead. A revision procedure was performed, and the evoke lead and anchor were replaced to resolve the reported event. The patient reported a fall prior to the event. The evoke scs system didn¿t cause or contribute to the patient¿s fall.